Manufacturer narrative:
Initial and final MDR 1877105 - MDR 3003442380-2024-05705 - device 1 of 6. (B)(6).

Event description:
Unomedical reference number (B)(4) . Event occurred in the united states. The patient reported that 06 infusion set cannulas were bent within 3 hours of insertion. The insertion site of the infusion site was at abdomen. The customer regularly rotates site location. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.